Event description:
It was reported that the device had an unexpected shut down on 15 september 2022. The event occurred in neonatal intensive care unit (nicu). There was no information on patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Evice evaluated by MFR: device was not returned to manufacturing facility.